Manufacturer narrative:
(B)(4). (Results, conclusion) - (other):(pt was off anti-platelet therapy).

Event description:
A 3.5 mm diameter x 30 mm length endeavor drug-eluting coronary stent was implanted in a pt for the treatment of an unk lesion approx 58 months ago. It was reported that the pt had a severe gi bleed post-op. Surgery of polyp removal colonoscopy. The pt had been off plavix and aspirin for 3 days. The event required prolonged hospitalization , the gi bleed resolved. As per the investigator, the bleeding was reported to not be related to the device, drug, or the procedure.